Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device lost image during a procedure for about 1 minute. There were no reported adverse consequences.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: dropped signal. Probable root cause: tx antenna/main board; rx antenna/main board; connectors; tx/rx software; wireless channel availability; wireless interference with other systems in the room; use error ; faulty hdmi cable; faulty fan resulting in increased device temperature; excessive channel restriction. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the device lost image during a procedure for about 1 minute. There were no reported adverse consequences.